Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited high out-of-range right atrial (ra) and right ventricular (rv) pacing lead impedance measurements measuring, greater than 2,500 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted there was an abrupt change in impedances. Additionally, there were stored episodes with noise and oversensing. The oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor. Subsequently, the device was explanted in mexico. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out-of-range right atrial (ra) and right ventricular (rv) pacing lead impedance measurements measuring, greater than 2,500 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted there was an abrupt change in impedances. Additionally, there were stored episodes with noise and oversensing. The oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor. Subsequently, the device was explanted in mexico. No additional adverse patient effects were reported.